Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed and the front panel lit up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc), omsc concluded that the reported phenomenon was attributed to the failure of the electrical circuit board (dx board). The failure of the electrical circuit board (dx board) might be caused by influence of the components deterioration, accidental failure, or wear due to the long-term use because eleven years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.